Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2014 with the following findings: no battery cap was returned with the pump; a test cap was used for testing. The audio bolus button was observed to be torn and difficult to push. Unrelated to the initial complaint, on boot up, the pump display was observed to be dim and red. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.